Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn : m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 15495472.

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. The explanted devices will not be returned.